Event description:
It was reported that the customer had a high blood glucose but not hospitalized. The customer's blood glucose level was 240 mg/dl. The customer was treated with insulin pump. The patient does not feel ok to troubleshoot. The customer declined to do the high pressure test and the site as he is at work. The customer indicated that he may not call back and stating he will just change the site when he gets home. The customer was advised to keep on eye on his sugar levels.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.